Manufacturer narrative:
A specific cause and a direct correlation between the device and the reported infection could not be determined through this evaluation. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device - 58 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital in (B)(6) 2016 due to abdominal wall cellulitis, and that drainage from the cellulitis could be milked from the driveline exit site. Drainage samples were positive for (B)(6), and the patient was discharged on antibiotic therapy. On (B)(6) 2016, the patient was admitted for pustule formation above the area of abdominal cellulitis. The fluid from the pustule was removed via an incision and drainage procedure. The pustule was one inch in length and two centimeters in depth, and was reported to be in close proximity to the lvad and pump pocket. A vacuum-assisted closure device (vac) and silver dressing were placed for treatment of the wound. It was reported that the medical professionals did not consider the event to be a driveline infection. Antibiotic therapy was continued, and the vad coordinator stated that the patient will likely be on lifelong antibiotic therapy. The vad coordinator reported that the wound had ¿tremendously¿ reduced in size, and the lvad and driveline could no longer be visualized within the surgical wound.